Event description:
It was reported "during the preparation for the procedure before use, the user felt resistance when advancing a swan-ganz catheter into the cath-gard and the catheter tip got broken. The user thought it was because of the catheter deficiency, so replaced it with a new catheter, but the same issue occurred. Therefore, the cath-gard was replaced with a new one from another psi kit, into which the catheter could be advanced with no resistance." This was found prior to use there was no patient involvement.

Manufacturer narrative:
Qn(B)(4).

Event description:
It was reported "during the preparation for the procedure before use, the user felt resistance when advancing a swan-ganz catheter into the cath-gard and the catheter tip got broken. The user thought it was because of the catheter deficiency, so replaced it with a new catheter, but the same issue occurred. Therefore, the cath-gard was replaced with a new one from another psi kit, into which the catheter could be advanced with no resistance." This was found prior to use there was no patient involvement.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and a potential finding was identified. As no sample was returned for investigation, it could not be determined if the finding was relevant to the reported event. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4). The customer returned one arrow cath-gard for analysis. No obvious signs of use were observed. The swan_ganz catheter mentioned by the customer was not returned. After failing functional testing, it was noted that the distal and proximal housing units do not appear secure when locked onto a lab inventory 7.5fr catheter. The distal and proximal hubs were then disassembled to analyze the inner sleeve component. Visual and microscopic examination revealed narrowing along the middle of the extrusions from both sleeves. Additional microscopic examination of the ends of both sleeves revealed a small lip along the inner edge. This lip is only observed on one side of the sleeves. To accurately measure the inner diameter of the inner molded sleeve, the cath-gard hubs were disassembled. The inner diameter of the sleeve within the distal hub measured 0.1232", which is not within the specification limits of 0.110"-0.117" per the sleeve product drawing. The inner diameter of the sleeve within the proximal hub measured 0.1231", which is not within the specification limits of 0.110"-0.117" per the sleeve product drawing. A lab inventory 7.5 swan-ganz (outer diameter measured 0.1015") was inserted through the returned cath-gard. The swan-ganz passed through the cath-gard with no issue. Testing of the locking mechanisms on the cath-gard distal and proximal housing units revealed slippage on both hubs. Performed per IFU statement, "insert tip of desired catheter through proximal end of catheter contamination shield. Advance catheter through tubing and hub at other end". Two additional testings were performed by inserting the sleeves over a 0.107" and 0.109" pin gage. When holding the pin gages vertically, the sleeves are intended to fall under their own weight. It was observed that proximal and distal sleeves failed both the 0.107" and 0.109" pin gage tests. The manufacturing site and r & d were contacted as part of this complaint issue. They agreed that further analysis is needed on the cath-gard. A device history record review was performed, and no relevant findings were identified. The lidstock artwork was reviewed as part of this complaint. It was confirmed that cath-gards of this type are meant to be used with 7.5fr-8fr sized catheters. The IFU provided with the kit informs the user, "do not inflate balloon prior to insertion through catheter contamination shield to reduce the risk of balloon damage". The report that the cath-gard damaged the inserted catheter could not be confirmed without the swan-ganz catheter also returned; however, the cath-gard returned functional testing which could have contributed to the reported issue. Visual and functional analysis revealed that the cath-gard distal and proximal hubs would not secure to a lab inventory 7.5fr swan-ganz catheter. R & d and manufacturing have been consulted regarding investigations of this nature. They stated that various factors could contribute to the functional issue observed and the issue warrants further investigation. Based on these circumstances, the current root cause is undetermined, and a non-conformance has been initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during the preparation for the procedure before use, the user felt resistance when advancing a swan-ganz catheter into the cath-gard and the catheter tip got broken. The user thought it was because of the catheter deficiency, so replaced it with a new catheter, but the same issue occurred. Therefore, the cath-gard was replaced with a new one from another psi kit, into which the catheter could be advanced with no resistance." This was found prior to use there was no patient involvement.